Manufacturer narrative:
It was reported that on two different occasions, the mynxgrip vascular closure device (vcd) got stuck in the patient. The device was pulled out with excessive force and it had a large amount of plastic residue on it. There was no reported patient injury. Multiple attempts to gather further information were unsuccessful. (B)(4) a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the balloon detached from the proximal end of polyimide shaft and the core wire detached from the handle. The distal end of the balloon remains attached to the core wire. The balloon was bunched up and the proximal balloon bond was severely damaged, probably the result of multiple attempts to retract the balloon. The polyimide shaft was inspected at high magnification and it was observed that the adhesive taper was missing and the distal end of the polyimide shaft was curled and shows evidence of being flatten. Review of lot f1703102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as the device retraction jam was confirmed. Based on the information provided and the investigation performed, the reported event might have been caused by the advancer tube "pining" the catheter shaft and preventing the balloon to deflate. A misalignment of the advancer tube with the tissue tract by the user can cause the advancer tube to "pin" the catheter shaft and prevent the balloon to deflate completely. In addition, an angular contact with the distal end of the advancer tube could strip away the adhesive taper. However, the exact root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. (B)(4) a non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. The procedural sheath was not returned. Visual inspection at high magnification revealed that the source of the leak was a longitudinal tear in the balloon, approximately 5 mm from the balloon proximal tip. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), which suggests that the patient anatomy and/or other procedural devices may have contacted the balloons, potentially contributing to a tear in the balloon. Review of lot f1703102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.  The event reported as ¿device stuck in the patient¿ was not confirmed due to the condition in which the unit was received for analysis. However, a ¿balloon loss of pressure¿ was confirmed and the exact cause of the event experienced by the customer could not be determined. However, procedural factors and/or vessel characteristics may have been contributing factors to the event reported. According to the product instructions for use, the safety and effectiveness of mynxgrip has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
(B)(6).   Product received but not yet evaluated. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that on two different occasions; the mynxgrip vascular closure device (vcd) got stuck in the patient. The device was pulled out with excessive force and it had a large amount of plastic residue on it. There was no reported patient injury. The product is available to be returned for analysis.